Event description:
It was reported that the lead sustained rib clavicle crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was crushed/damaged at 19 cm from the connector pin and exposed the proximal coil. The damage was consistent with physiological factors (i.e.: rib-clavicle crush).